Event description:
It was reported that during elective ipg upgrade procedure the impedances on one of the lead read high. Troubleshooting did not resolve the issue. As a result, the lead at s1 was replaced. Post operatively issue was resolved.